Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to lcd zebra connector cracked. Minor scratched lcd window, cracked near display window corners, broken reservoir tube lip.

Event description:
The customer reported via phone call that they had issues with the insulin pump's screen. The customer stated they had a partial display on the insulin pump. Customer stated they were unable to read the insulin pump's screen due to the partial display. The customer's blood glucose was unknown at the time of incident. The customer stated they did not drop or bump the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.